Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker (lp) was fixated and increased capture threshold, variable pacing impedance and decreased sensing were observed. While attempting to unscrew and reposition the lp, the catheter and lp spontaneously released. The lp was dislodged into the tricuspid valve. The lp was retrieved and explanted. The helix was found to be stretched. A new device was implanted to resolve the event.

Manufacturer narrative:
The reported event of premature separation was confirmed. As received, a catheter was returned in one piece with the valve-by-pass covering the protective sleeve and distal cap. X-ray examination found both tether wires broken at the transition zone, which could have contributed to the event reported in the field. Part of the tether wires with both tether bullets were not returned.